Event description:
During procedure resectoscope was not cutting properly. When retracted from pt, end of scope was missing-looked as if melted. Power cord was charred. All removed and replaced. No injury to pt noted.